Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Unable to verify pump error alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Event description:
The customer reported via call that the insulin pump had multiple sensor updating messages. Customer¿s blood glucose level was 130 mg/dl at the time of incident. Customer state that insulin pump had change sensor alarm. The insulin pump will be returned for the analysis.